Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: fragments of injection tube, silicone rubber parts or the like entered channel, causing the nozzle to be clogged. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual_ preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported that during reprocessing of the subject device, there was an air/water aspiration problem causing the indicator to flash during the wash cycle. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a solid, translucent material clogging the nozzle, which resulted in the insufficient air/water flow reported by the customer. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
In addition, the following defects were found by service during the device evaluation: the light guide lens was cracked, and the objective lens was chipped. The distal end cover was scratched. The adhesive on the bending section cover was worn and peeled off. The bending angulations were out of specification due to wear. The top of key button #1 was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.